Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative clarified that the patient¿s hospitalization was due to respiratory issues unrelated to the ins device/therapy. The only problem was that the ins was turned off, cause unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was in the intensive care unit (ICU) after ER testing (including a CT scan) and was sedated. They believed the ins was switched off by tests as the patient had tremors when they were no longer sedated. The patient programmer failed to sync with the ins so they were unable to confirm the ins was off. They tried new batteries however this did not resolve the issue. The caller tried to sync during a call with patient services and got poor communication. A manufacturing representative (rep) indicated the patient programmer was faulty. No further complications were reported as a result of this event.